Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 17794689, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed infection at the ipg site. Symptoms were pus draining at the ipg site. Antibiotics was prescribed. The patient underwent an explant procedure. The physician did not believed that the infection was device or procedure related.